Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead which was implanted on the rv bundle of his had high pacing threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.